Event description:
Info received that the head will not go up. No injury reported.

Manufacturer narrative:
Technician found that the head would not go up due to bad solenoid valve. Replaced head up solenoid valve to resolve this issue. Bed in ground floor storage.